Event description:
It was reported that a cartridge alarm occurred. Initially, reloading the original cartridge was unsuccessful, but after a pump reset guided by technical support, the caller was able to successfully load a new cartridge and resume insulin therapy. There was no adverse impact to the customer's blood glucose level.